Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken to explant the patient's entire scs system (reference MFR. Report: 1627487-2015-21246).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient reported experiencing pain at the ipg site and alleges the ipg felt loose in the pocket (event date unknown). Surgical intervention will take place to address the issue.